Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise leading to pacing inhibition. No programming changes or intervention was performed. The patient condition was unknown.